Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3389s-40, lot# v476627, implanted: (B)(6) 2011, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with their healthcare professional or manufacturing representative. The patient had an appointment on (B)(6) 2014. It was later reported electrocautery guidelines were requested. The patient had a squamous cell skin cancer biopsy where the doctor needed to remove tissue on the patient&#62688;arm. It was noted that the doctor would use monipolar cautery, in the past for the procedure the patient would turn the device off. There was a possible lead issue. The implantable neurostimulator (ins) was leaking voltage too fast. It was noted that this had been happening for the past few weeks prior to (B)(6) 2014. The voltage was down to 2.48 since the implant in (B)(6) 2014. It was noted that the healthcare professional was looking at lead issue and watching the voltage.

Event description:
It was reported that the patient was unable to adjust stimulation and there was a ¿call your doctor¿ icon with an out of regulation (oor) condition. The patient had seen the error message on the patient programmer the night of (B)(6) 2014. The patient had just returned from the healthcare professionals and the programmer had given the patient a pretty wide parameter of just the voltage and pulse width and had made some changes. The patient was having a lot of dyskinesias pretty bad. It was noted that the patient took it down 1/10th of the time until it went down 1 voltage. Patient¿s settings were 3.7v on both sides. It was noted that the patient started taking it down but instead of two beeps got three beeps on the right brain left side it had given him the doctor picture with a low battery code different from the out of regulation (oor). It was noted that there was an open contact on the lead on that side. It was noted that it said it was on 2.70v on the right side left brain. It was unknown if the patient was in current or voltage mode. Patient had had a really restless night and had felt weird. The patient stated ¿it was the rate and not sure what she said about pulse width and had taken patient from 2.7 on that side and patient came home on 3.7v on both sides. The patient had two generators and one controller. It was further noted that the screen had not shown what mode the patient was in. It was later reported that the patient had been down two weeks prior to (B)(6) 2014 for a routine battery replacement. The patient had both devices implanted in (B)(6) of 2011. There was low impedance and current drain was high on the right side. The patient was seen after surgery to be reprogrammed and the healthcare professional found a better pathway and had improved the patients programming. The patient had had surgery on (B)(6) and was followed up with on (B)(6) 2014. At discharge/post-operative the patient was showing c and 3 to be an open circuit. Pre-surgery programming was right side: c, 0, 2.4v, 90 pw, rate 180 and 440 ohms, 5.3ma and left side was: c, 0, 2.4v, 60 pw and rate of 185, 1575 ohms and 1.3ma. Impedances on (B)(6) were 360 ohms and current was 9.7ma. The patient was getting good therapy and no side effects. The patient was in voltage mode. On (B)(6) 2014 programming was switched to c+, -1, 3.5v, 60 pw, 130 rate and patient still had an open circuit. It was noted that the patient had felt some buzzing in the pocket and was thinking maybe it was some pocket stimulation but was unsure if that was what it was. The patient was cranked up in the office and had felt a similar sensation but it was subtle. Patient was unsure if this had come from the device. Left side battery voltage was 2.94 and right side was 2.96. The healthcare professional was going to do x-rays. It was later reported that the healthcare professional had all kinds of concerns about the implantable neurostimulator (ins) battery measurement behavior. It was noted that at battery change out the ins was at 3.08 and the battery measurement was reading 3.08. 2.94v was the reading at the last appointment on (B)(6) 2014; this was normal battery behavior at beginning of life (bol). Patient was seen on (B)(6) 2014 by the healthcare professional. Additional information received reported there was no longer concerns regarding battery measurements, it was normal drain. It was noted that the low impedance/current drain was not affecting the battery life since they were not using that contact. They were unsure about the pocket buzzing. No malfunctions were seen and no cause of the issue was determined. No interventions were taken or planned, was not necessary. The patient outcome was that the patient was doing well and was receiving therapy. It was later reported that on (B)(6) 2014 the batter was at 2.86v. Contact 3 was out of range; all combinations with 3 were greater than 40 ,000 ohms. It seemed as though the patient¿s therapy was getting worse. The patient had turned the voltage up within the past week prior to (B)(6) 2014 due to some freezing problems. The patient was experiencing shocking below their clavicle when he stretched his neck out. Patient was currently programmer at 3v, 90us, 185hz, 341 ohms, c+ 1-. The right brain ins impedances which were tested at 3.0v were c/0=404 ohms, c/1=370 ohms, c/2= 378 ohms, c/3=>40000 ohms, 0/1= 387 ohms, 0/2=435 ohms, 0/3=>40000 ohms, ½=272 ohms, 1/3=>40000 ohms and 2/3=>40000 ohms. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concommitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v476627, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).